Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no physical damage observed to the keypad. All of the keypad buttons responded appropriately. There were no signs of contamination underneath the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.